Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without a returned device, the root cause cannot be determined. Statements in the instructions for use include: (IFU 15-00133-12) give the user the following cautions when using the trufreeze catheters, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. " a steris endoscopy product specialist offered in-service training on the proper use and handling of the trufreeze passive venting catheter, however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report # (B)(4) that during a patient procedure their trufreeze passive venting catheter broke into two pieces between the console and the biopsy port of the scope. The scope was immediately removed. User facility personnel used an additional trufreeze passive venting catheter to complete the procedure. No report of patient harm.